Manufacturer narrative:
Apoc incident # (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 01-may-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result on a patient. There were no results provided, no test date/times, nor details surrounding the event. Return product is not available for investigation. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).